Manufacturer narrative:
Product ID 8590-9, lot# n400565, implanted: 2014 (B)(6); product type accessory product ID 8703, lot# j94142130, implanted: 1995 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8590-9, lot# n400565, implanted: 2014 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8703, lot# j94142130, implanted: 1995 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had an infection and had their pump removed a week ago sunday. The "infection started, broke loose and serous fluid poured out of her incision". The day before, the patient spiked a temperature and the incision "found an outlet". It was unknown when the infection began but "it may have been brewing for a couple of days". It was noted, the pills didn¿t work as well as the pump did. The pump was reported to have contained baclofen (unknown), marcaine (bupivacaine) and morphine (unknown). It was further reported, the patient was given perioperative antibiotics. This replacement pump was last filled on (B)(6) when it was initially implanted. The patient's symptoms include; fever, redness, swelling, drainage, incisional wound opening and pocket erosion. The pocket was the location of the infection and cultures were obtained but, results were unknown. The patient received IV antibiotics and a partial device explant. The infection was noted to have resolved and the patient had no drug withdrawal. It was further reported, the device was explanted due to a seroma. The patient had pumps in the past and the healthcare professional (hcp) was not sure where they could put the new pump. The patient was going to see their hcp in two weeks to discuss. It was further reported there was no mass and a "plain" imaging study was performed. Labs showed an elevated white blood cell count. The catheter was not removed and remained subcutaneous. The infected pump pocket has "(B)(6)". The patient was reported as "stable without complications. Infection resolved".